Event description:
Walsh et al 2021 - feasibility of resection and plication ¿rap¿ technique for management of medically refractory gerd in patients with altered gastric anatomy. Related to pr354078 - as this literature paper relates to facilities in australia and the us two complaints have been opened as it cannot be determined the county of occurrence, one for each region. This complaint captures the us facility. Background and study aims: gastroesophageal reflux disease (gerd) is common, especially in patients after gastric surgery. Medical management of gerd is ineffective in up to 30% patients and revisional gastric surgery for management of gerd is associated with higher morbidity. We aimed to assess the safety, feasibility, and efficacy of a novel endoscopic resection and plication (rap) anti-reflux procedure for management of medically refractory gerd in patients with altered gastric anatomy. The rap procedure involves endoscopic mucosal resection and full-thickness plication over the right posterior-medial axis extending 15mm above and 20 to 30mm below the squamocolumnar junction. Adverse events, technical feasibility, gerd health-related quality-of-life (gerd-hrql) scores, and medication use were prospectively recorded. This complaint was opened to capture the off-label use of duette device ¿ duette was used for emr for the treatment of gerd. It was also off-label use because duette was used in patients with altered gastric anatomy. As per the instructions for use that accompanies this device (ifu0026-10) - this device is for endoscopic mucosal resection in the upper gi tract.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted once the investigation is concluded.

Manufacturer narrative:
Device evaluation: the duette device of lot number unknown involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Related to: another file was created to capture- walsh et al 20021 - off-label use of duette device (australian facility) as the lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all d devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0026-10) states the following: ¿this device is for endoscopic mucosal resection in the upper gi tract.¿. There is evidence to suggest the user did not follow the IFU. A definitive root cause can be attributed to off label use. When the device is used outside of its validated state it is not possible to definitively state how the device will perform. The use of the device for gastroesophageal reflux disease (gerd) is outside of the intended use set out in the IFU. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.